Event description:
Litigation papers allege that patient has been experiencing severe pain, discomfort, and inflammation in the thigh and groin due to large amounts of metal ions and particles being released into patients blood. Patient also experiences a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position. Additionally, patient experienced loss of mobility. **update** (B)(4) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from metallosis and loosening. **update** (B)(4) 2012- medical records and patient fact sheet received. The medical records stated that the patient suffered from a crack in the femur; therefore, we are reporting the stem and sleeve.

Manufacturer narrative:
Update: (B)(4) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from metallosis and loosening. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Update: (B)(4) 2012- medical records and patient fact sheet received. The medical records stated that the patient suffered from a crack in the femur; therefore, we are reporting the stem and sleeve. The patient fact sheet provided part/lot for the liner, doi, and dor. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the altrx +4 10d 40idx56od part and lot code combination. A search of the complaint database and / or DHR review for the other products was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.